Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the nosecone caught the valve and moved it above the initial implant location. Once the protamine was reversed, hypotension occurred due to a coronary occlusion. Cardiopulmonary resuscitation (CPR) was initiated. The valve was snared and repositioned above the coronaries. A different transcatheter valve was successfully implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Upon recent review of the initial medwatch report submitted december 4, 2017, it was noted that the associated product was not listed. The associated product is enveor-n-us, lot number 0008700597, UDI (B)(4). If information is provided in the future, a supplemental report will be issued.